Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation the product was not returned and photos were not provided, so device evaluation could not be performed. Potential cause the root cause was unable to be determined. This event could possibly be attributed to unknown patient or surgical factors. DHR review DHR review was unable to be performed as lot numbers are not known. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a patient was hospitalized for pain and an infection in the spine approximately 6 months after a trelloss-a cage with epic construct were implanted. The treatment plan is for the patient to undergo (in)fusions for 6 - 8 weeks, three times a day (every 8 hours). This is report three of seven for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00387 through 3012447612-2021-00393.

Event description:
It was reported that a patient was hospitalized for pain and an infection in the spine approximately 6 months after a trelloss-a cage with epic construct were implanted. The treatment plan is for the patient to undergo (in)fusions for 6 - 8 weeks, three times a day (every 8 hours). This is report three of seven for this event.